Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was reported there was exitblock and loss of capture noted on the right ventricular (rv) lead due to alleged pericardial effusion cause by the implant procedure. The pericardial effusion was not visually confirmed with imaging and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition throughout the event.